Manufacturer narrative:
The sample that was received had the duraseal shooting fixture assembled with the 2 -syringes, the y connector and spray tip. There was blue peg residues in the spray tip, y connector and both syringes. The borate syringe should not have peg solution, only the phosphate syringe should have blue peg solution if instruction for use (IFU) was followed. The bioset cap was pressed down with no red mark showing in the vial (as indicated in the IFU). The grommet was correctly perforated by the bioset spike. There was blue peg liquid powder observed inside the vial. All components reviewed and found without any damage. The DHR review and product analysis of the polymer kit concluded there were no assembly component related failures with the returned product or at the time of release.the investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition.the reported condition was not confirmed.

Manufacturer narrative:
The device was not yet returned for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the duraseal exact spine sealant system 5ml could not turn into hydrogel formation on (B)(6) 2019. Additional information received on 24sep2019 indicated that the device was used in a lumbar spine decompression. The device was in contact in the patient but no injury reported. There was a delay for a couple of minutes with no adverse consequence to the patient. Replacement device was available to be used.